Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of a patient who dropped her line on the floor and bacterial peritonitis with culture positive for staph aureus coincident with dianeal therapy for automated peritoneal dialysis (apd) for end stage renal disease (esrd). In (B)(6) 2010, after the patient had her stroke, the patient experienced difficulty with sterile technique and dropped her line on the floor. On (B)(6) 2010, the patient experienced bacterial peritonitis. The patient received antibiotic therapy and the episode was reported as resolving. Action taken with dianeal unknown bag therapy was not reported. The reporting nurse did not consider the patient's bacterial peritonitis to be related to pd therapy and stated that it was thought that after the patient had her stroke, she experienced difficulty with sterile technique and that the episode may have been caused by contamination following the patient dropping her line on the floor.